Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00022. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent an inguinal hernia repair and a tubal ligation and surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and pelvic floor repair mesh was used. The mesh was removed in (B)(6) 2009 due to erosion, pain and incontinence. Additional mesh was removed in (B)(6) 2010. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat pelvic floor relaxation, stress urinary incontinence, desires sterilization, left inguinal hernia, and anterior fascicular adhesions and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of anterior and posterior colporrhaphy, bilateral paravaginal defect repair, bilateral sacrospinous fixation, repair enterocele, perineorrhaphy, bilateral tubal fulguration, and cystoscopy. It was reported that the patient underwent anterior and posterior mesh revision on (B)(6) 2010, due to mesh erosion, dyspareunia, stress urinary incontinence, and pudendal nerve release. It was further reported that the patient underwent surgery on (B)(6) 2009, for pelvic adhesions and fenestration of a left ovarian cyst. (B)(4).

Manufacturer narrative:
(B)(4). At the time of mesh implantation the concurrent procedure of a transabdominal left inguinal hernia repair was performed. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2009 along with cystoscopy with excision of bladder adhesion, biopsy & right retrograde pyelogram.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.